Manufacturer narrative:
Smith & nephew sales representative was able to confirm that the drill was not run in reverse and that axial alignment was maintained during use. In addition, the facility had recently purchased new power equipment and the assumption was made that more than normal torque was applied during this case. Device was reported to have been used in an indicated hip procedure. The sales rep confirmed that the surgeon is aware of the off label use of this system. (B)(4).

Manufacturer narrative:
Device evaluation: one device was returned for evaluation and it was confirmed to be missing the drill tip. Due to the returned condition of the device a dimensional evaluation could not be performed. The facture of the device has occurred at the distal weld zone of the flexible coil to the distal tip. This location is the high stress zone of the drill. Drill shaft is slightly bowed, total indicated runout was measured at .0134 outside the spec for expectable run-out. Device was reported to have been used in a hip procedure. The device is designed for use only with the smith & nephew curved 2.3 suture anchors. According to the IFU for bioraptor¿ curved 2.3 pk suture anchors it is not indicated for use in the hip. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Based on the evidence provided, no root cause relating to the manufacturing of the product can be determined. (B)(4).

Event description:
During a hip arthroscopy the surgeon was drilling with the flexible drill, the drill tip reportedly broke off in the patient. Surgeon could not remove the piece after 30 minutes and was required to push the tip further into the patient and leave it there. A back-up device was available to complete the repair.